Event description:
Pt had a colonoscopy performed at 0700am on 10/29/1998. Pt had three polyps that the surgeon biopsied. Post operatively the pt's abdomen was distended, the pt complained of abdominal pain, heart rate was 144-149 beats per minute and respiration rate was 39-44 per minute. The pt's blood pressure was elevated before (208/121), during (235/115 - 164/79) and after (218/138) the procedure. The pts' lower extremities became mottled, the pt became restless, short of breath, and continued to complain of abdominal pain. The pt's level of consciousness decreased, heart rate decreased, pulse oximeter readings dropped to 79% with continuous oxygen being administered. Pt developed pulseless electrical activity and cardio-pulmonary resuscitation was initiated. The pt expired. Cause of death stated on death certificate: gram negative septicemia, peforation of colon, and complication of colonoscopy. Full autopsy report pending.